Event description:
The peritoneal dialysis (pd) patient reported to (B)(6) customer service that they were hospitalized with a catheter exit-site leak. There was no specific allegation that these events were related to a deficiency or malfunction of any (B)(6) device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2025 for leaking from their exit-site. The leak was minimal and described as intermittent ¿seepage¿ by the patient. The patient was consulted to vascular surgery during this admission, and it was believed that the issue will be addressed during this hospitalization. The patient has been able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient remains hospitalized and awaiting surgery prior to discharge home. The patient¿s exit-site leak was attributed to stress and strain from the patient with no indication of a contributing malfunction or deficiency of any (B)(6) product(s) or device(s). The patient will continue ccpd therapy on the same liberty select cycler at home as before the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).